Event description:
The patient developed redness and swelling at the pump pocket, date of onset: (B)(6) 2011. The redness responded initially to antibiotics but returned when the antibiotics were stopped. The redness was present at each end of the scarred incision and there was no erosion. There was tenderness/pain when the area was touched. The patient was weaned off the pump medication from (B)(6) 2012 when the pump was stopped and he experienced an increase in his pain due to the pump being stopped. It was planned to explant the pump (date unknown). The pump contained fentanyl.

Manufacturer narrative:
Implanted: (B)(6) 2008, explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the sutureless catheter connector (sc) revealed non-significant indent in seal; did not affect infusion.